Event description:
It was reported that there was no stimulation possible. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
Asku